Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployed too deep in the annulus. With attempted adjusting of the valve higher into the annulus, the valve dislodged out of the targeted location. The physician retrieved the valve to the sheath but one of the frame loops detached from the delivery catheter system (dcs) tab and could not be resheathed. It was decided to surgically remove the valve which was lodged in the sheath by the vascular surgery team. The patient had no valve implanted and no complications. It was reported that the patient is doing well.

Manufacturer narrative:
Conclusion: the plunger tube elongation and stretching with areas of necking indicate that the plunger tip most likely got caught on something while the operator was still applying tension during attempts to retrieve the valve. The detached end of the plunger tip was determined to have been cut. It is unknown whether during the surgical procedure to remove the valve, delivery catheter system (dcs) and introducer sheath, if the plunger tip was cut along with the introducer sheath; the returned distal piece of the introducer sheath exhibited evidence of being cut on one side and torn or damaged on the other end. The deformation and gouges on both catheter tabs, with one of the tabs appearing partially sheared, is likely due to forces from the one remaining engaged frame loop as the valve was attempted to be retrieved. It is unknown what the plunger tip caught on. It cannot be conclusively determined if the plunger tip caught on the hemostatic valve; the sheath hemostatic valve is known to be tight, and without the capsule being closed (since one of the valve frame loops detached during retrieval and couldn¿t be resheathed) the plunger tip would have been left unsupported with the potential to get caught. The instructions for use (IFU) indicates that retrieval of the valve once deployment is initiated is not recommended, and attempted retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke and or emergent surgery. In addition, the IFU warns: do not attempt to retrieve a bioprosthesis if any of the outflow struts is protruding from the capsule. If any of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: the product was returned for analysis. Upon receipt at medtronic's quality laboratory, an amplatz super stiff guide wire remained inserted in the device. The guidewire and elongated distal was received bent to fit inside the packaging support tube for shipment in the original product packaging. The distal tip of the plunger was not attached to the plunger tube. The distal tip of the plunger was received in the jar with the valve. A kink was observed on the dual shaft at the hypotube transition. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to the fully advanced and retracted positions and locked in place when released. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The head of the plunger was received detached from the plunger tube. The detachment was determined to be associated with the pull force applied on the head of the plunger while retracting the distal end through the introducer. The plunger tube was elongated or stretched, showing areas of necking. To aid in analysis, the plunger tube with the guidewire was bent straight. Visual inspection of the distal tip of the capsule and radiopaque marker band indicated damage, showing creases and/or kinks. Deformation or gouge marks on both catheter tabs were determined to be due to wear from the valve frame loop upon deployment. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The investigation is ongoing. Details of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return has been requested. Cine images have been requested. The investigation is ongoing. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).